Event description:
Reporter indicated that a vns patient was experiencing painful stimulation and muscle spasms near the electrode site. X-rays were reviewed by the manufacturer and no cause for the reported complaint was identified; however, it was observed that strain relief was inadequate. A full revision of the lead and generator was planned due to the painful stimulation and muscle spasms. The treating psychiatrist reported that he believed there may have been "faulty implantation". During the surgery, the surgeon identified that one of the electrodes was detached from the vagus nerve. The lead and generator were replaced.